Event description:
Customer reported via phone call to have received a motion sensor test failure alarm during bolus and was not able to rewind. Customer's blood glucose was 546 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed during rewind due to motor leaking oil and contaminating the motor home switch. We were unable to perform operating current, error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due alarms. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.